Event description:
It was reported that the patient presented with a st-elevated mi. Predilatation was performed prior to stenting. After deployment of a 3.5 x 18 mm promus otw stent, a 3.0 x 23 mm promus otw stent was advanced to the lesion and an attempt was made to inflate the balloon to 9 atmospheres; however, the balloon would not inflate. The stent delivery system was removed from the patient without issue and another 3.0 x 23 mm promus otw stent was advanced and used successfully. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: extra sport; guide cath: boston scientific fl4; stent: 3.5x18 promus otw; other: hexabrix; the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent to filing the initial MDR, the following information was received: the target lesion was a de novo lesion with 80% stenosis and was located in the obtuse marginal with moderate tortuosity and no noted calcification.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between markers with no damage noted. The reported difficulties were unable to be confirmed as a new indeflator filled with contrast medium; diluted 1:1 with colored water was used to inflate the balloon to the rated burst pressure (rbp. The balloon inflated to rbp with no anomalies noted. It is possible there was a faulty connection between the stent delivery system and the inflation device; however, this could not be confirmed. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for inflation issues for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties were unable to be confirmed and there is no indication of a product quality deficiency.